Manufacturer narrative:
The event of "swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: swelling. Additional, changed, and/or corrected data: b.1., b.5., d.6b., h.6., h.11.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture, pain and swelling". Healthcare professional later reported "did not have rupture" found after explantation. This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture, pain and swelling". This record is for the left side. The device remains implanted.